Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I havab-igg, list 08p26-32, abbott gmbh, wiesbaden, germany to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00479-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false reactive alinity I havab igg result for a 40-year-old female patient. The result was questioned by the patient as it was not consistent with her clinical history. The test was repeated at another lab which generated a nonreactive result (platform unknown). A new sample was collected and generated a nonreactive result. The following data was provided: first sample: (B)(6) 2024 sid (B)(6) alinity I havab igg = 5.30 s/co (reactive). Result from another lab (platform unknown) = nonreactive. Second sample: (B)(6) 2024 sid (B)(6) alinity I havab igg = 0.05 s/co (nonreactive). Other test results provided: alinity anti-hbs = 294.94 miu/ml (reactive). Alinity hbsag = 0.36 s/co (non-reactive). Alinity anti-hbc = 0.06 s/co (non-reactive). Alinity anti-hcv ii = 0.07 s/co (non-reactive). Alinity havab igm = 0.14 s/co (non-reactive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, list number 08p26-32 that has a similar product distributed in the us, list number 8p27/06s93. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.